Manufacturer narrative:
(B)(4). The device was discarded at the facility and not available for return. No device history review was performed as lot number was not unable to be ascertained. Based on the info received the issue was possibly caused by anatomical/human factor issues.

Event description:
It was reported while observing a tt procedure there were signs of previous pericarditis with significant adhesions between the heart and pericardium and the pulmonary arteries and veins. Dissection around the pulmonary veins on the right side was difficult and it was during the dissection process that the dissector inadvertently pierced the left atrium in proximity to the right inferior pulmonary vein. The patient was quickly placed on bypass, a sternotomy was performed and the maze IV procedure was performed. The patient was weaned off bypass successfully and returned to the intensive care unit in a stable and satisfactory condition.